Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit motor functions properly. No rewind anomaly noted. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call that insulin squirt out when locking reservoir in during manual prime. Customer reported that blood glucose would elevate between 350 mg/dl and 400 mg/dl as a result. Customer's blood glucose at the time of call was 130 mg/dl. Customer reported that drive support cap was protruded.